Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 1101 mg/dl and high ketones. Ketone level considered life threatening by their health care provider. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2025, with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.